Event description:
It has been reported to co that during the procedure the handle of this device was defective. Reportedly, the cap on the handles is "loose" the device was removed and replaced. The pt is reported as fine and the device is being returned for co analysis.